Event description:
Caller states the pt tested 5.2 inr on the coaguchek xs system and 3.8 inr on a comparison lab. Coumadin was held based on device result and reduced based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.